Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that fluctuating sensing values were observed on the rv lead. Lead was explanted and replaced. Patient was stable post-procedure.